Event description:
It was reported that during a da vinci-assisted low anterior resection (lar) surgical procedure, the small grasping retractor instrument was damaged. There were 4 remaining uses. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The instrument was analyzed and found to have a broken grip tip at grip base. A piece approximately 1.642" x 0.309" was found to be broken off and returned with the instrument. The components adjacent to this broken grip do not show damage. Additionally, the instrument was found to have an excessive amount of dried, white residue on the clamping pulley of inputs 5 (pitch), 6 (grip), and 7 (grip) located in the backend of the instrument. The groove surfaces exhibited a residual, powder-like deposit, that could be removed by wiping. The complaint was confirmed by failure analysis.